Event description:
In 2004, a patient underwent successful repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. During normal follow up care, a distal type I endoleak was found. Three months later, the endoleak was completely repaired with a contralateral leg component. Additional monitoring via CT scans continued and, three months prior, a tye ii endoleak was discovered coming from the posterior lumbar artery just proximal to the aortic bifurcation. The maximum diameter of the aneurysm remained unchanged from its original measurements. These findings were discussed with the patient and a decision was made by the patient to proceed with a non-invasive, surveillance protocol only.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: an additional device used in this procedure is the trunk ipsilateral leg component.